Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative followed up with the patient and stated that they thought the patient¿s device was in discharge and that the patient was not recharging the device. The manufacturer representative expressed concern that the battery may go into overdischarge if the patient did not charge. There were no patient symptoms reported. Additional information received from the consumer via a manufacturer representative (rep) indicated that the patient lost their programmer and had not used or charged the implant since (B)(6) 2016. A trickle charge would be needed and would be scheduled next week. Additional information received from the patient reported that they wanted to postpone the trickle charge appointment, and would follow-up when they were ready. Additional information was received from the manufacturer representative on (B)(6) 2017 reporting that they would be meeting with the patient on (B)(6) 2017 for a trickle charge. No further complications were reported. Additional information received from the manufacturer representative reported that the overdischarge had been confirmed as they were unable to communicate with the battery. Four trickle charge attempts had been made to resolve the issue, but the patient wanted to leave after the fourth attempt.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.